Manufacturer narrative:
(B)(4) inspected two opened and or used enlite sensors and performed visual inspection and found one of the two sensor needles bent inside sensor. It was unable to be confirmed that the customer received sensor in said condition due to customer having returned the sensor opened and or used. The last sensor had needle separated from sensor.

Event description:
(B)($) inspected two opened and or used enlite sensors and performed visual inspection and found one of the two sensor needles bent inside sensor. It was unable to be confirmed that the customer received sensor in said condition due to customer having returned the sensor opened and or used. The last sensor had needle separated from sensor.